Event description:
The physician reported that a patient is registering high impedance with system diagnostic testing. It was mentioned that both the output status and battery status were both registering as ok. In addition to the high impedance, the patient informed that they are not feeling the stimulation as much as they used to. The patient had ap and lateral chest and neck x-rays taken, which were reviewed by the surgeon. It was mentioned that the surgeon saw nothing on the patient's x-ray, and the ap and lateral chest and neck x-rays were sent to the manufacturer for review. No known surgical intervention has occurred to date. No other relevant information has been received to date.